Event description:
It was reported pre op to a gastric band procedure, the package was not totally sealed. A competitor's band was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.